Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("coils embedded within the tissue") in a 39 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain female, abnormal uterine bleeding, facial paralysis, parity 4 and multi gravida. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2921 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy done on (B)(6) 2022). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [human chorionic gonadotropin] on (B)(6) 2022: pregnancy negative. [Pathology test] on (B)(6) 2022: surgical pathology report: specimen(s) received: endometrial curettage with curettings; bilateral fallopian tubes and esure implants. Final pathologic diagnosis: endometrial curettage with curettings: benign endometrial polyp with stromal breakdown in background of menstrual phase endometrium. Fragments of benign endocervical tissue. Smooth muscle without atypia.b. Bilateral fallopian tubes and esure implants: unremarkable fallopian tubes. Gross description: there is an attached metal spring and coils embedded within the tissue that measures 1 cm in length with a diameter of 0.2 cm. One fragment of fallopian tube measures 6 cm in length with a diameter that ranges in size from 0.2 to 0.3 cm. The specimen is serially sectioned and the lumen is patent. [X-ray] on (B)(6) 2022: reason for exam: (xr abdomen ap) essure removal, intraoperative;other (please specify). History: essure removal, intraoperative. Findings/impression: initial radiograph demonstrates an approximate 4.3 cm cylindrical metallic radiodensity projecting over the midline pelvis. A 2 mm linear metallic radiodensity is also seen projecting to the left of the cylindrical metallic radiodensity. The 2nd abdominal radiograph demonstrates an additional metallic retractor device projecting over the superior pelvis. The 3rd and most recent radiograph demonstrates removal of a previously identified 2 mm linear metallic radiodensity presumably representing and essure coil and removal of retractor device. Correlation with procedural/operative findings is recommended. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2014, the patient had essure inserted. On (B)(6)2022, 2921 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("coils embedded within the tissue") in a 39 year-old female patient who had essure inserted. The patient had a medical history of pelvic pain female, abnormal uterine bleeding, facial paralysis, parity 4 and multi gravida. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. Essure was removed on (B)(6) 2022. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [human chorionic gonadotropin] on (B)(6) 2022: pregnancy negative. [Pathology test] on (B)(6) 2022: surgical pathology report: specimen(s) received: endometrial curettage with curettings. Bilateral fallopian tubes & esure implants. Final pathologic diagnosis: endometrial curettage with curettings: benign endometrial polyp with stromal breakdown in background of menstrual phase endometrium. Fragments of benign endocervical tissue. Smooth muscle without atypia.b. Bilateral fallopian tubes & esure implants: unremarkable fallopian tubes. Gross description: there is an attached metal spring and coils embedded within the tissue that measures 1 cm in length with a diameter of 0.2 cm. One fragment of fallopian tube measures 6 cm in length with a diameter that ranges in size from 0.2 to 0.3 cm. The specimen is serially sectioned and the lumen is patent. [X-ray] on (B)(6) 2022: reason for exam: (xr abdomen ap) essure removal, intraoperative;other (please specify) history: essure removal, intraoperative. Findings/impression: initial radiograph demonstrates an approximate 4.3 cm cylindrical metallic radiodensity projecting over the midline pelvis. A 2 mm linear metallic radiodensity is also seen projecting to the left of the cylindrical metallic radiodensity. The 2nd abdominal radiograph demonstrates an additional metallic retractor device projecting over the superior pelvis. The 3rd and most recent radiograph demonstrates removal of a previously identified 2 mm linear metallic radiodensity presumably representing and essure coil and removal of retractor device. Correlation with procedural/operative findings is recommended. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Medical history and lab data updated. Previously reported event "essure+removal" updated to "coils embedded within the tissue". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2921 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.